Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instruction for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera ii duodenovideoscope was leaking, insertion tube had a crack. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material inside light guide lens. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿leaking, insertion tube had a crack¿ was confirmed. The device evaluation found a brown foreign material at the distal end, at the light guide lens adhesive and inside the light guide lens due to insufficient cleaning. Additionally, the connecting tube had a cut and was leaking, the electrical connector was corroded, the distal end was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.